Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
When using the mcs20 to liga the vessel, the first fire it didn't apply clip, it should be fire 3 to 4 times and the clip was applied. But the clip didn't offer enough clamp to liga the vessel. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r92p9e. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components and 5 unformed clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 5 conforming clips and it ejected 7 clips. Upon inspection, the jaws were noted to be loose relative to the clip track; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.